Event description:
It was reported at the user facility that the devices were leaking a red liquid during the sterilization process. There was no patient involvement and no adverse consequences related to this event.

Manufacturer narrative:
Update data.

Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported at the user facility that the devices were leaking a red liquid during the sterilization process. There was no patient involvement and no adverse consequences related to this event.